Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention and return products. Retention and return products were tested with qc cutoff standard hcg concentration. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation pending.

Event description:
On (B)(6) 2017, a urine sample was collected from the patient at 10:00 pm and tested using a fisher - sure-vue hcg serum/urine cassette at 10:38 pm. The customer reported receiving a negative hcg result at the 3 minute read time but observed a faint line that developed at 4 minutes. The test was repeated using a second fisher - sure-vue hcg serum/urine cassette and another negative hcg result was received at the 3 minute read time. A serum sample was then obtained from the patient and produced a positive hcg result at the 5 minute read time using a third fisher - sure-vue hcg serum/urine cassette. A serum quantitative test was also performed on the same day and yielded an hcg result of 47 miu/ml. On (B)(6) 2017, a second serum quantitative test was performed for the patient and yielded an hcg result of 83 miu/ml.